Manufacturer narrative:
It was reported that no overt bleeding associated with this event (no melena) and no lesions with active bleeding at the endoscopies. It was reported that only stent (resolute onyx) was implanted during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad and two non-medtronic stents were implanted in the rca. Ap proximately 5 weeks post index procedure patient suffered severe anemia. Gastroscopy showed no single lesion but propensity to diffuse bleeding of the gastric mucosa present, colonoscopy showed 2cm polyp in transversal colon. Patient was taking dual antiplatelet therapy within 24 hours prior to the event. The patient was hospitalized and the event was treated with clipping of the colon polyp and blood transfusion. Investigator assessed the event as not related to the device and causally related to the antiplatelet medication. Patient is recovered.